Event description:
It was reported that bd prn luer-lok adapter .75in label content was missing we received invoice (B)(4) (bd), but we found that item: 385111 ¿ lot: 4169661 (prn adapter) does not have the manufacturing date on both boxes, it only has the version date which is 08/2021 and expiration date 07/2028. The internal product also does not have the manufacturing date. Note: what would this version date be? And why is the manufacturing date not on the packaging (boxes) or on the product?

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. Query batch record information. 1) complained that batch number #4050219 was produced in prn automatic assembly line, and the production date was 2024-3, 2024-3, and the batch of products was packaged on m860 packaging machine, with a total of 79k; the complaint lot number #4169661 was produced in prn automatic assembly line, and the production date was 2024-7, 2024-7, and the batch of products was packed on m860 packaging machine, with a total of 184.6k. The complaint batch number #3352697 was produced in prn automatic assembly line, and the production date was 2024-1, 2024-1, and the batch was packed on m860 packaging machine, with a total of 149.4k. 2) check the process test and shipment test report of this batch of products, and the test results meet the product standards without abnormalities. 3) check the production records and machine maintenance of this batch of products, and there are no anomalies, deviations or rework activities. 2. The customer did not return the sample, but returned the appearance photo of the package, including the label and packaging box, etc. The production date was not shown on the packaging box, but it was in line with our standards and no abnormal situation was found. 3. We checked the corresponding internal sample retention situation and found no abnormal situation. We contacted the ra department in japan and sought their assistance to confirm the requirements of local laws on labels and production dates, and finally confirmed that the regulations did not require the information of production dates to be displayed on labels. Summary: the information on the packaging and corresponding labels is complete, and meets the requirements of internal regulations, including relevant regulations, and can fully display all the safety and effective information of the product. We will give more communication and understanding of customer feedback.

Event description:
No additional information provided.